Event description:
Patient reported " raynaud's phenomenon ¿(numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)", not side specific, with no treatment or surgical intervention. The event of raynaud's phenomenon is not device related. Healthcare professional reported right side "no complaint against the device." Healthcare professional additionally reported "rupture was found during the explant surgery." Device has been explanted and replaced. This record is for the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.